Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during preparation of a diagnostic procedure the transparent part at the distal end on the ultrasonic probe protruded and could not be positioned. The intended procedure was completed with a olympus back up device. There were no reports of patient harm associated with this event.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reported failure of the probe protruding and not being able to be positioned was confirmed. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely that external force was applied to the distal end, and it led to stretch. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.